Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg) after administering a manual insulin injection while remaining connected to the ilet system, leading to bg levels falling to approximately 49 mg/dl. The user transported herself to the emergency room out of caution. Medical intervention included administration of glucagon and fluids, and the user was discharged the same day. There were no lasting effects reported. The user later reconnected to the ilet and resumed therapy.